Event description:
Pt is two years status post open reduction and internal fixation of the left ankle and was having pain in her left ankle. Pain is over lateral side of the ankle where the plate is over the fibula. Pt admitted for removal of implant.